Manufacturer narrative:
Updated field : b3, b4, b5, b6 , b7 ,d9, d10(concomitant products),g3 , g6 , h2, h3, h6 ( health effect ¿ clinical code , health effect ¿ impact codes ), h11. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had displayed over temperature alarm and switched off on its own. There was no patient involved

Event description:
It was reported that the cardiosave intra aortic balloon pump had displayed over temperature alarm and switched off on its own. The patient involvement, injury information and event circumstance were not specified.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The failure occurred due to an expired compressor. There was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow-up emdr is necessary. Please cancel in your database.

Event description:
N/a - not reportable.